Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis and large ketones. The customer stated that her blood glucose read high on the glucose meter. The customer also mentioned that she was treated by the paramedics ten days earlier, due to a low blood glucose reading of 25 mg/dl. Troubleshooting was performed and found that many of the boluses that the customer thought she delivered, were not recorded on the bolus history. The customer stated that she has other health issues and may have forgotten to bolus. Ran a test bolus and it was recorded properly in the bolus history. Nothing further was reported.